Manufacturer narrative:
The field service engineer conditioned the electrodes. Upon review of the quality control data, there appeared to be contamination of a system reagent. Air was also observed in the system reagent syringes. The engineer replaced the tubing and the valves. Priming was performed on the system. Dry serum was observed around the glass vessel. It was cleaned. The measuring path was cleaned and the electrodes were replaced. Calibration and controls were run and these passed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The electrodes, pinch tubing, system reagents, and sample probe were changed. The field service engineer observed bubbles in the ise flow path. The engineer performed some work on the analyzer, but the customer stated they were still experiencing noise errors.

Event description:
The initial reporter stated they received discrepant results for six patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The samples were repeated on other analyzers. The first sample resulted in a na value of 148 mmol/l, which repeated as 142 mmol/l and 142 mmol/l. The second sample resulted in a na value of 149 mmol/l, which repeated as 143 mmol/l and 143 mmol/l. The third sample resulted in a na value of 148 mmol/l, which repeated as 142 mmol/l and 142 mmol/l. The fourth sample resulted in a na value of 150 mmol/l, which repeated as 142 mmol/l and 145 mmol/l. The fifth sample resulted in a na value of 147 mmol/l, which repeated as 142 mmol/l. The sixth sample resulted in a na value of 148 mmol/l, which repeated as 143 mmol/l. The na electrode lot number was m47. The electrode expiration date was requested, but not provided.